Event description:
A healthcare facility in (B) (6) reported via a fisher & paykel healthcare rep that the expiratory heater wire of an rt200 adult breathing circuit failed. This event occurred during pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The complaint device has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report upon completion of the investigation.